Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (15 ,000 mcg/ml at 6,024 mcg/day) and ketamine (2 mg/ml at 0.803 mg/day) in flex dosing mode via an implanted pump. The indication for pump use was spinal pain. It was reported that sometime around (B)(6) 2020 the patient felt that her pump was moving in the pocket which was located in her right flank. At a recent refill appointment, the hcp had a problem accessing the pump due to it having moved in the pocket. The cause of the event was undetermined. On (B)(6) 2021 the patient had her pump pocket revised. The existing pump and catheter were explanted, and a new smaller pump was implanted in her right abdomen. The catheter was replaced due to the repositioning of the pump. There was no issue noted with the catheter. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.